Event description:
The manufacturer was contacted in reference to reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the device had dust contamination and displayed error code e055 (err therapy queue full) and e065 (err stuck encoder a). The device was scrapped by the service center after the evaluation was completed.